Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported a device removal. This record relates to the right side. Healthcare professional later reported capsular contracture, baker grade iii. The device has been explanted and replaced with non-allergan brand.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Calcification: observed calcification on the device. Inflammation/irritation: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported a device removal. This record relates to the right side. Healthcare professional later reported capsular contracture, baker grade iii. The device has been explanted and replaced with non-allergan brand.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: inflammation/irritation: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. Calcification: observed. Additional observations: deformation observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported a right side device removal. Healthcare professional later reported capsular contracture baker grade iii. The device has been explanted and replaced with non-allergan brand.